Manufacturer narrative:
The reported magnum 2 was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Per customer communication they said that this device will be returning for evaluation; however we did not receive the device yet. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. A customer complaint cannot be verified due to the product was not returned. Root cause is unable to determined; however the most possible cause may be due to: properly align the implant and inserter handle with the bone hole while inserting the implant into the bone hole. Bending or twisting the inserter handle during and after insertion will cause damage to the implant or incomplete insertion may result. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that when attempting to deploy the anchor, the black handle closed and a loud crack was heard but both anchors wings had not deployed. The surgeon removed sutures and re-stitched with perfect passer and same problem occurred with a 2nd anchor. The procedure was successfully completed using a helix anchor to maintain suture tension and a 3rd magnum 2 anchor which deployed as expected. Complaint 1 of 2. See (B)(4) for 2nd anchor.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection of the returned magnum2 knotless implant om-1502 shows a deployed device. The sutures were visible outside the metal rod and contaminated with bloody substances. The implant is detached. The implant and the distal snare ring were not returned with the device. There are no manufacturing abnormalities visually observed with the returned instrument. The distal snare ring was not returned with the device. The suture lock button is not pressed down. Both sutures were partially reeled into the wheel and visually broken outside the metal rod. There are no manufacturing abnormalities visually observed with the returned instrument. The complaint was not verified and the root cause could not be determined with certainty. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) improper suture loading, (2) excessive tensioning or (3) improper alignment of the inserter handle with the bone hole. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.